Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> a manufacturing record evaluation were performed for the finished device DHR 960113/(B)(4). It was manufactured on 25-aug-2012. Total (B)(4) parts were manufactured per specification and all raw materials met specification. After searching "(B)(4)" in etq, no record is displayed. After searching "pfc sigma round dome patella" in etq, no record is displayed. After searching "(B)(4)" in sap by (B)(4), no internal lock record is displayed. Hereby drawing a conclusion that no non-conformances were identified for this batch of products. Please provide: 1.quantity of manufactured-(B)(4). 2. Date of manufacturing-25-aug-2012 3. Expiry date-31-aug-2017 4. Any anomalies or deviations identified in DHR: none 5.IFU reference: msa090200786 device history lot ==> pfcsigma 3post rddome pat 41mm product code:-960113 lot no:-d12082207 quantity of manufactured- (B)(4). Date of manufacturing-25-aug-2012 expiry date-31-aug-2017 any anomalies or deviations identified in DHR: none IFU reference:msa090200786. Device history review ==> a manufacturing record evaluation was performed for the finished device [lot/serial/batch] number, and no non-conformances / manufacturing irregularities were identified. Added: d10 concomitant corrected: h4.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient presented with increased pain, redness, and mild erythema. IV antibiotics was started for treatment of possible cellulitis. Affected side: right knee.